Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead had sensing issues which was determined to non-functional undersensing. The parameters were adjusted on the device, sensing improved, but then oversensing of t-waves was noted. The parameters were readjusted to improve the oversensing and the lead remains in use. No patient complications have been reported as a result of this event.